Event description:
Customer states that she obtained results of 67mg/dl and 148mg/dl within 5 minutes on the same device. She also reports another comparison where she obtained results of 77mg/dl, 175mg/dl, and 133mg/dl on the same device within 5 minutes. No actions were taken on any of the results and no adverse event was reported as a result. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.